Event description:
The surgeon was performing a total hip revision and the tip of the lambotte osteotome broke on impact with the acetabular cup. Both pieces were retrieved and match up. The patient did not have an adverse outcome.